Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the arm. On the same day, it was reported that the pediatric patient experienced a skin reaction with itching, rash, inflammation, dry skin, and infection, underneath sensor pod area only, which occurred an unknown number of days after the sensor had been inserted in the arm. The patient was seen by an hcp and the reaction was treated with a prescription of flucloxacillin 500mg 4 times a day. At the time of the report the patient was stable. At the time of contact, it was indicated that the patient was stable. No additional event or patient information is available.